Manufacturer narrative:
Received one 139104ext in opened unoriginal packaging. Lot number was not verified. Performed a visual inspection of the device, the outer insulation tubing was returned off from the device. The insulator would not sit properly on the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 17 complaints regarding 72 devices for this device family and failure mode. During the same time frame 3,361,865 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00002 per the instructions for use, the user is advised the following; - these devices should be inspected before and after each use. - visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration; and verify that the electrode is fully and securely seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed and is awaiting an evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) reported on behalf of the customer that the 139104ext, ultraclean 1" blade with extended insulation, was used during an unknown procedure on (B)(6) 2019. The customer said that he pinched the insulation tube and the insulation tube came off from active electrode easy. The condition of shrink was imperfect. The procedure was completed using another of the same electrode. There was no reported patient injury or impact. There was no reported delay of surgery. This report is being raised based on device malfunction with potential for injury upon reoccurrence.